Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for upgrade procedure. During implant of the left ventricular lead, the stylet could not be removed. It was noted that a part of the style was broken off. The stylet was cut and removed from the lead. Part of the stylet remained implanted inside the lead and all electrical values were in range. The procedure concluded with part of the style inside the lead. The patient was in stable condition throughout the operation.